Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the trailing haptic ended up coming out straight and was jammed between the blue plunger and the tip, with it sticking outside of the wound while also stuck in the device. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).